Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. According to device investigation and available information, it seems very likely that the observed symptoms and consequent explantation were due to bone growth around the reference electrode. Damages found during device investigation are related to the removal surgery. This is a final report.

Event description:
The patient reported a sudden onset of static-like background noise when using the processor. The device has been explanted and the patient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported hearing background noise when using the device.